Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in good condition with no appearance of any physical damage. A primary audible alarm bgnd test was observed in the event history log. The investigator was unable to unable to replicate the primary audible alarm bgnd test during an occlusion test. No fault was found with the device. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventive measure. Preventative maintenance was then performed. The device was determined to have passed all the functional tests.

Event description:
It was reported that pump gave primary audible alarm error code. There was no patient involvement. The product problem was resolved.